Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that impedance measurements were taken. The entire system was removed today and replaced with a new system. The rep resentative indicates that the existing lead was partially explanted and a new lead was implanted on the other side. The new battery was in the same pocket. The caller checked impedances and they were normal and ins (stimulator) showed 79-100% capacity left. The reason for the replacement was inefficient symptom relief that began after the patient had the ins replaced. Event date was (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulationand gastrointestinal/pelvic floor.

Event description:
The patient reported there was a loss of therapy. There was trauma or falls that could be related to this issue. There was a return of symptoms and the patient had to go through a lot of pads. The first stimulator worked great, but with her most recent one she had problems almost from the beginning. This started since (B)(6) 2014. She was wearing more pads than ever and they were sopping wet. The healthcare provider (hcp) did an x-ray because they thought maybe something was wrong with the leads but they were ok. It was also noted that the patient programmer (pp) was not working. The patient placed in new batteries but it was not working for the last couple months. Nothing would come up on the screen. The battery contact seemed to not be hooking up right and she had tried to adjust it with her hand. Additional information from the consumer reported that she was not getting therapeutic effect from the device despite trying all programs. It was also noted that no steps were taking to resolve the loss of therapy and patient programmer not working. The therapy was not working.